Event description:
A patient reported blood glucose of "399, 240, and 99 mg/dl with a lifescan meter. The time difference between these results was 10 minutes. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strips and for cleaning the puncture site were correct. The patient did not have any control solution to troubleshoot.